Event description:
Report received of a "burned" power cord. The pump was sent to the biomedical engineering dept from clinical service with no specific complaint and no tracking information including specific patient info, pump programming, or event details. Upon inspection by the customer's biomedical tech, it was reported that the power cord looked "like it was burned" where it enters the back of the pump. Due to the condition of the power cord, the pump was not plugged into ac power and was not tested. There were no reports of any adverse patient events while the device was in clincial use. Though requested, no additional info was provided.